Event description:
It was reported that elevator is not giving full range of motion (stuck). Scarring of the esophagus occurred with two patients when inserting/removing the scope.

Manufacturer narrative:
As a result of inspecting the subject duodenoscope, the complaint by facility "the elevator is not giving full range of motion (stuck)" was found to be within the device's specifications. In addition, there were no defects such as edges or protrusions on the surface of the insertion portion or the distal end of the duodenoscope that could cause damage to the patient. As there were no defects in the duodenoscope that could cause injury to the patient, and as fujifilm was unable to obtain any additional information from the facility, the cause of scarring could not be determined. The extent of the patients' health damage, whether or not additional medical treatment was required, and the outcome of the cases are unknown. This report is being submitted in an abundance of caution. Since health damage occurred in two patients, two mdrs are being submitted including this report (3001722928-2025-00006).